Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smart touch electrophysiology catheter and a curve inadequate issue occurred. The smarttouch catheter was replaced, and the procedure was completed without patient consequence. The inadequate curve issue is not reportable. The potential that it could cause or contribute to a death or serious injury, or other adverse event, is remote. This complaint was originally assessed as not reportable. This issue is now MDR-reportable. The (B)(6) 2018 failure analysis lab (fal) initial visual findings were a sharp material protruding 0.3cm from distal tip and a hole in the pebax 0.4cm from distal tip. The issue of sharp ring edges and hole in the pebax has been assessed as reportable. The alert date was reset to (B)(6) 2018.

Manufacturer narrative:
Additional information was received on 9/10/2018 indicating the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer ref no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a curve inadequate issue occurred. The device was returned to the biosense webster inc. Failure analysis lab (fal) and on 10/3/2018 it was discovered that there was damage on the pebax and ring 2. The issue of damage on the pebax and ring 2 has been assessed as MDR reportable. The damage on the pebax and ring 2 findings confirm the damages that were previously reported. The investigational analysis has been completed. The device was inspected and a hole in the pebax and a sharp protrusion in the tip was observed. Deflection testing was performed, and it was found to be within specifications. The catheter was deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was not confirmed. The root cause of the damage on the tip cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device, however, this cannot be conclusively determined. Manufacture ref no: (B)(4).